Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2016-00805. It was reported the patient experienced a sudden loss of stimulation from her scs system. An sjm representative met with the patient for system diagnostics and indicated low impedances were present on all lead contacts. Surgical intervention is planned for a later date to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2016-00805. Additional information received identified surgical intervention took place on (B)(6) 2016 at which time the patient's ipg was explanted and replaced. An sjm representative met with the patient for post-operative programming; system diagnostics indicated multiple high impedances were present. Effective stimulation was unable to be established for the patient. The patient has been referred to another physician for possible further surgical intervention to address the issue.